Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 566 mg/dl, and the customer treated with manual injecting, bringing the reading down to 106 mg/dl. The customer complained of vomiting. Upon troubleshooting, it was found that insulin did exit the tubing during manual prime, there was no leak, and all settings were correct except for time and date. The customer did not have a tubing clamp to complete troubleshooting. He stated that the cannula was not occluded. Two days later, the customer reported that he thought the insulin pump was not delivering insulin correctly but that he had treated already. The call was dropped before troubleshooting could take place. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.